Event description:
Reporter alleged the customer was unresponsive and her husband obtained a blood glucose result of 81 mg/dl on the advantage system. Reporter stated he called the emts and about 30 minutes later, they obtained a result of 42 mg/dl or 45 mg/dl on their system and treated her with dextrose. Reporter stated that a result of 311 mg/dl was obtained on the advantage system and the customer was taken to the hospital but not admitted as she was feeling better. No other actions were reportedly taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.